Manufacturer narrative:
Product ID: 977c265, serial# (B)(4) product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare professional (hcp). It was reported that the paraparesis was related to the device /therapy/placement of the device; the patient developed paraparesis post-operatively. They noted there was some mild [illegible], but they couldn't [illegible].

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp). It was reported that the cause of the patient still being in the hospital, complication with the stimulator, and the device being taken out was paraparesis. It was noted that the patient was in rehab. No further complications were reported/anticipated.

Manufacturer narrative:
Product ID 977c265 lot# serial# (B)(4) implanted: (B)(6)2019 explanted: (B)(6)2019 product type lead product ID 977c265 lot# serial# (B)(4) implanted: (B)(6)2019 explanted: (B)(6)2019 product type lead correction: if information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID 977c265, serial# (B)(4), product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a family/friend, regarding a patient who was implanted with a neurostimulator (ins). It was reported that the patient is still at the hospital because he had a complication with the spinal cord stimulator. Caller said that they took it out on the same date (B)(6) 2019) it was implanted. No further complications were reported.